Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #s 2183959-2011-00319 and 00320. Clinical study. On (B)(6) 2006, a perigee mesh device was implanted. Concomitant procedures included sacrospinous fixation, site-specific bladder repairs, perineorrhaphy and implantation or other mesh devices. It was reported on (B)(6) 2011 that the pt had an onset of pelvic pain on (B)(6) 2011. A pelvi/abdominal ultrasound is planned.